Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and a 0.7mmol ketone level. The cause of elevated bg was unknown. The customer was subsequently hospitalized. No additional information was provided on the length of stay or type of treatment the customer received at the hospital. The customer reverted to an alternate form of insulin therapy.